Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced serious abdominal pain described as ¿like having a broken rib" and backflow of food particles after flashing and uncapping the peg tube. On (B)(6) 2020, a nurse reported that the patient was hospitalized on (B)(6) 2020 to the abdominal pain. It was reported that the patient had an increased white blood cell count and underwent an unspecified stomach surgery due to a separation of the stomach and abdomen which caused stomach fluid to leak into the body. The patient was treated with unspecified intravenous antibiotics and IV fluids. The entire tubing was pulled in the stomach and an on call surgeon positioned the tubing and stitched it on the outside. On (B)(6) 2020, the patient was discharged from the hospital.